Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 46.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the ventricular lead impedance had slowly increased and a previous high pacing threshold measurement could not be determined any more. X-rays did not detect any visible damage on the lead. During the lead extraction, the stylet could not be fully inserted inside the lead. The cause of the prevention of full stylet insertion could not be determined. The lead was partially capped to complete extraction. No adverse consequences were detected during and after the procedure.